Event description:
The customer reported that the jaws of the device could not be re-opened. The adjacent tissue had to be cut in order to remove that device jaws from the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. However, the jaws did open and close normally when the handle was activated. Covidien could not confirm the customer's report. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.